Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation. Corrosion was found during evaluation, which is known to cause the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly smoking. There was no patient involvement; no patient impact.